Manufacturer narrative:
Results and conclusions summation - engineering reviewed the incident information. Based on the review of the device history records, it can be assumed that the device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen as per specifications. It is possible that the stent graft chosen was not long enough to cover the perforation, or that the stent graft was not placed centrally over the perforation. No further investigation into this complaint can be carried out.

Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: perforation did not seal requiring surgical intervention. Device issue: none. It was reported that the jostent graftmaster was implanted to seal a perforation in the lad; however, the perforation did not seal. The patient was sent to the surgery for coronary artery bypass graft (CABG). No additional event or patient information is available.